Event description:
A hemodialysis unit secretary called technical support to request on site service for a hemodialysis machine. According to the secretary the biomedical technician reported the machine "powered off" during a hemodialysis treatment. And, while the nurse was trying to restart the machine, it was "found the patient had past (sic) away." It was reported the patient completed approximately 2 hours of treatment when their blood pressure dropped. The patient became restless, the ultrafiltration was turned off and some fluid was given. The machine powered down and blood was returned manually. Follow up with the registered nurse involved in this event was done. The nurse declined to give any information re: the event sighting hippa concerns. The biomedical technician reported he "found fuses blown in the power supply." No other information was available.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported event. The fresenius regional equipment specialist replaced the power supply to the device. He completed the ultrafiltration problem identification checklist and found no malfunction of the ultrafiltration system. A supplemental medwatch report will be submitted upon completion of the investigation.